Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fracture. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for both malfunctions was not provided, a manufacturing review could not be performed. For one malfunction the catalog number is reported as unk MRI power port. Samples were returned to manufacturer for evaluation for both the malfunctions. Therefore, for both the malfunctions the investigation is confirmed for the reported fracture, deformation and wear issue. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for both malfunctions was not provided, a manufacturing review could not be performed. The devices for both malfunctions were returned for evaluation. The company is still investigating the issue at this time. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fracture. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.